Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a spiros¿ closed male luer that had a leak during installation after it was connected to a syringe containing epirubicin. The drug came into contact with the patient and/or the care provider and was cleaned up using a compress. There was patient involvement and a delay in critical therapy reported, because of the need to redo the syringe as it was impossible to disconnect the syringe from the spiros. There was no report of adverse event and no medical intervention was required.

Manufacturer narrative:
No product samples were returned for investigation; however, photographs were provided and evaluated. The photos show two spinning spiros connected to two syringes. No leakage, damage or anomalies can be clearly seen in the images. The lot review was performed and there were no relevant non-conformances found that would have contributed to the reported complaint. The complaint of leakage from the spiros cannot be confirmed based on the information that has been provided.